Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm as well as prime rewind. The customer¿s blood glucose was 248 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had no delivery alarm during basal. Customer states they have tried all remedies. Customer states the rewind message occurred after an alarm or alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.